Event description:
It was reported that the user paired a new dexcom g6 continuous glucose monitor (cgm) sensor, but the ilet was not receiving cgm readings due to an incorrect or exhausted transmitter pairing session; the agent guided replacement of the sensor and transmitter, and the new sensor entered warm-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect pairing procedure; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.